Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed as the pictures received show that the inner cement pouch sealing was opened. The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicate that 1083 products biomet bone cement r 40x2, reference 3035890022, batch a539bl0104 were manufactured on (july 4, 2016). The device manufacturing quality record (of 3829757) indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue (complaint category inner cement pouch open sealing) event described in the complaint. 2 complaints have been recorded over the batch number : a539bl0104 included the current complaint within one year. According to available data, the most probably root cause is a packaging issue. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that inner package was found leaked. This issue was detected in the distributor warehouse. No adverse event has been reported.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicate that 1083 products biomet bone cement r 40x2, reference (B)(4), batch a539bl0104 were manufactured on (july 4, 2016). The device manufacturing quality record (of 3829757) indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue (complaint category inner cement pouch open sealing) event described in the complaint. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that inner package was found leaked. This issue was detected in the distributor warehouse. No adverse event has been reported.